Event description:
It was reported that the patient presented to the ER feeling tired, with a heart rate in the 40s bpm. There was no magnet response with ECG, no output, and the device was removed for premature battery depletion. No further patient complications were reported as a result of this event.